Manufacturer narrative:
Failure event observed during analysis. Final analysis found an optim sheath abrasion in one location distal to the suture sleeve tie impression consistent with friction to another device or feature of the heart with no damage noted to the silicone insulation beneath.

Event description:
This report is to advise of an event observed during analysis.